Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03355. It was reported the pt feels she was burned by her charger. The pt stated her sister alleges the scs ipg pocket site "looked like a burn mark." It was also reported the pt experiences her scs ipg pocket site becoming warm while charging her scs system. In addition, the pt reported pain near the scs ipg pocket site but did not associate the pain with charging. The pt does not want to be reprogrammed at this time. Additionally, at this time there are no plans for surgical intervention. Follow-up is pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.